Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, a patient notifier was observed for out-of-range left ventricular lead impedance. There was also chronic noise leading to automatic mode switching noted on the atrial lead. The device notifiers were cleared and the device was reprogrammed. Another patient notifier occurred, but upon interrogation, all electrical measurements were within normal limits, but noise was still present on the atrial lead. Additional reprogramming of the device discriminators was suggested. The patient was stable with no adverse consequences. Related MFR#: 2938836-2018-07497, 2017865-2018-07300.